Event description:
A clinical incident involving a paragon t2 arthrowand was reported to arthrocare corporation. Following a ankle arthroscopy procedure, it was reported the outer ring at the distal end of the wand detached and was left behind in the pt's joint. The physician was not able to retrieve all of the fragments. There was no reported pt injury or complications. There are no plans to reoperate to remove the fragments left in the pt.

Manufacturer narrative:
A visual examination and functional testing of the device was performed. The visual examination confirmed the electrode screen remains on the device and the distal tip was found intact with moderate wear. The functional testing confirmed the device was returned in a functional condition and was able to fire in saline. In addition, the lot history record was reviewed for this lot. The lot met all device specifications. The complaint of a detached tip was not confirmed.